Event description:
On 29/jun/2026, fmcrtg became aware this 88-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain, nausea, diarrhea, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 5911 u/l, polymorphs = 95%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided). Although the timeline is largely unknown, the peritoneal effluent culture result returned positive for pseudomonas aeruginosa, and the patient¿s pd catheter (not a fmcrtg product) was removed. The patient was transitioned to hemodialysis (hd) without any reported issues, and the patient¿s antibiotics were continued. The pdrn stated the definitive cause of the peritonitis is unknown; however, the patient refuses to wear a mask. Additionally, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s). The patient is recovering from the serious adverse events and remains hospitalized as of (B)(6) 2026.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain, nausea, diarrhea and cloudy peritoneal effluent fluid), which required hospitalization, antibiotic therapy, pd catheter (not a fmcrtg product) removal, and transition to hd for rrt. The pdrn stated the definitive cause of the peritonitis is unknown; however, the patient refuses to wear a mask. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Pseudomonas aeruginosa favors moist areas, such as sinks and toilets, and can be isolated from soil, water, and occasionally the armpits and genital area of humans. Per the pdrn, the serious adverse events were not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction.